Manufacturer narrative:
Device evaluation: sample has not been received at site. Due diligences were performed however sample has not be return. According to (B)(4) complaint investigations, rev. 17, if the product is received, after the investigation is completed, then the investigation may be re-opened to document the product return evaluation. Manufacturing record review: the manufacturing record evaluation could not be performed since the lot number is unknown. A search of complaints could not be performed since the lot number is unknown. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Lot#: unknown/not provided. Expiration date: unknown as lot number is unknown/not provided. UDI# a complete UDI# is unknown as the lot number was not provided. If implanted, give date: not applicable, as cartridge is not an implantable device. If explanted, give date: not applicable, as cartridge is not an implantable device. Device manufacture date: unknown as lot number is unknown/not provided. An attempt has been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that when inserting a model zcb00 intraocular lens (iol) into the eye, the lens opened and came out prematurely in the eye. Cartridge used was a 1mtec30. It was noted that there was no adverse event, surgical intervention or patient injury involved in this event. No other information was provided.